Event description:
Flexmedics received a complaint from angiomed on february 16, 1998. The complaint specifically stated that "during a biliary stent placement on removing the wire the doctor noticed that it was broken." The procedure was done by a dr. In china. Flexmedics was unable to get any info regarding the pt. The procedure was completed successfully and it was the initial use of the wire.